Manufacturer narrative:
The device was not available for eval; therefore, the identiyy of the MFR is not clear. Because it was alleged that the device was manufactured by teleflex medical, this MDR is being filed under the teleflex owner registration number.

Event description:
An attorney representing a client alleges that the client was diagnosed with a pulmonary hemorrhage five yrs after undergoing a schedule myocardial revascularization. The attorney further alleges that the foreign bodies found in the pt's lung were fragments of a pilling needle holder that may have broken off during surgery. There were several foreign bodies found that were not identified.